Manufacturer narrative:
The original barcode from the customer was not available. The copy of the original barcode cannot be used for any testing. The barcode scanner was checked with different allowable barcode types. The tests did not show any faults. There was no error found. The complaint could was not confirmed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The coaguchek xs pro read a wrong patient ID. The label with the patient ID was partially unreadable and, in spite of not being readable, the instrument showed a wrong ID. A patient ID of (B)(6) was read by the device as (B)(6). It was reported that they realized it right away. There was no adverse event. The return of the suspect product was requested and replacement was sent.